Manufacturer narrative:
Evaluation summary: x-ray demonstrated heavy calcification on all three leaflets and wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on the inflow and 5mm on the outflow aspect of leaflet 3. Host tissue on the stent circumference was moderate at the inflow and outflow aspect. All three leaflets were thickened and swollen, especially around the commissure areas. The wireform was exposed near leaflet 1 at the outflow aspect. The sewing ring was cut around leaflet 3 and commissure 1. Fragments of host tissue and sewing ring were returned with the valve; calcification was observed on the fragments. Additional manufacturer narrative: customer report of stenosis and calcification was confirmed. Calcification and thickened tissue restricted leaflet mobility and led to stenosis. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification host tissue/pannus is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The root cause for the calcification and pannus remains indeterminable. However, it is likely that patient related factors and progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information that this 27mm mitral pericardial valve, implanted approximately fifteen (15) years and one (1) months, was explanted due to severe mitral stenosis secondary to calcification. This device was originally implanted for mitral valve replacement to correct mitral stenosis and regurgitation. This device was explanted and replaced with a 31mm non-edwards valve with no adverse patient effects reported as a result of the valve replacement. The condition of the valve at explant was reported as ¿calcification was observed on all three leaflets, and tear was not observed¿. The patient status was reported as ¿recovered¿ at ICU. The device was returned for evaluation. Multiple cardiac surgical procedure: tricuspid annuloplasty with a 27mm non-edwards annuloplasty ring and maze surgery at implant.

Manufacturer narrative:
The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.